Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury associated with this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 09/16/2011 - reuse. Electrode belt sn (B)(4): 09/15/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated four times on (B)(6) 2015 at 16:29:24, 16:29:45, 16:30:39 and 16:31:33. Multiple counting of tall t-waves and motion artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient did not seek medical attention and continued to wear the lifevest.